Manufacturer narrative:
The permanent cautery spatula (pcs) instrument is not expected to be returned for evaluation as it was noted that the instrument was placed back into circulation at the site. Therefore, failure analysis cannot be performed to determine the root cause of the customer reported failure. A follow-up MDR will be submitted if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. The reported complaint was not confirmed based on the field evaluation. The field service engineer (fse) was able to use the instruments in question, but was not able to replicate the issue. The system was tested and verified as ready for use. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer used permanent cautery spatula (pcs) instrument part# 470184-13 lot# n10210405-0044 during a single vessel tecab procedure on (B)(6) 2021 with system (B)(4). The logs show the instrument was last used on (B)(6) 2021 on system sk1739 and had 5 lives remaining. This last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following system error, although it is unknown if it is related to the reported issue: 23075. A surgeons hand may not have been touching the right master tool manipulator (mtm) while in following mode at surgeon side console (ssc) 1. No image or procedure video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that when the pcs instrument was used, energy was observed in an unintended location. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon activated with low power a permanent cautery spatula (pcs) instrument and observed the effect on tissue being grasped in the bipolar forceps. The intuitive surgical, inc. (Isi) clinical sales associate (csa), who was present for the case, informed the technical service engineer (tse) that it seemed like when the monopolar was being applied to the pcs instrument, bipolar was being applied as well. The tse reviewed the live logs and found no relevant errors. The tse informed the csa that the affect seen might be caused by setup or other clinical reasons. The procedure was completed with no reported injury. Isi followed up with the reporter and obtained the following additional information on 11-aug-2021: the csa was present during the reported procedure, but was not present during the instrument and cannula inspection. At the time of the reported issue, the csa stated the surgeon was retracting tissue with bipolar while firing the monopolar spatula. The monopolar coag energy was used and it was confirmed that the monopolar cord was not connected to a bipolar instrument. The electrical surgical unit (esu) erbe settings were set to cut 1 and coag 1. The csa noted that the pcs instrument issue occurred immediately. It was unknown if any arcing occurred. A micro-bipolar forceps instrument was in use when the reported issue occurred. No instrument collision was observed during the case. The pcs instrument did not touch any staples, clips, or sutures while it was energized. The instrument was not immersed in liquid nor was it contaminated by carbonized tissue prior to activating the instrument. The instrument was not removed prior to the reported issue. No burn marks were observed on the tissue. The surgeon was not sure what caused the issue to occur. No video/image was available for review. It was noted that the pcs instrument would not be returned to isi as it went back into circulation. The dissection portion of the procedure was completed robotically and the anastomosis was hand sewn.